Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image not visible due to noise) was confirmed and found to be caused by damaged imaging cable. In addition, service found the internal imaging cable cover was damaged due to stress by preforming the reverse angle operation, the device failed the insulation test, the adhesive on the bending section cover was chipped, there was dirt on the universal cord which was difficult to remove, and the video connector case was cracked. Scratches were observed on the bending section cover, the control section, the grip, the angle lever, the right left plate, the nigiri cover, the video connector, the light guide connector, the surface of the light guide cover glass, the video connector case, and the lock engagement lever due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while using the subject device, an endoscopic image turned into a sandstorm, making it impossible to see some images. The reported issue occurred during a therapeutic laparoscopic procedure. The intended procedure was completed using another device. There was no report of patient or user injury due to the event.